Manufacturer narrative:
Compromised force sensor system alarm during the basic occlusion test due to moisture damage on force sensor resistor.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed pump error compromised force sensor system. The customer's blood glucose level was 315 mg/dll at time of incident. Customer states the pump alert compromised force sensor system when loading reservoir prime rewind. Customer was advise to disconnect from the pump, and revert to back up plan by the doctor instructions. The insulin pump will be returned for analysis.